Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Plaintiff underwent an hysterosalpingogram to confirm that her fallopian tubes were blocked. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted with essure plaintiff began suffering from symptoms of depression and fatigue. Plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure plaintiff has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Essure-related pain became so severe that she was eventually prescribed pain medication as treatment. One of essure coils perforated her fallopian tube and she had to undergo a hysterectomy where both essure coils were removed along her ovaries, fallopian tubes, and part of her uterus. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one of essure coils perforated her fallopian tube. She also experienced heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, this event was assessed as related to essure use. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this present case, the exact time point of perforation is unknown but occurred after essure insertion. Given the nature of this event, it was considered as related to essure use. This case was regarded as incident since an intervention was required (surgical removal of essure). Product technical analysis is being sought. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this not medically confirmed, spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and one of essure coils perforated her fallopian tube. She also experienced heavy bleeding. These events are listed in the reference safety information for essure. Changes in menstrual pattern and genital bleeding, including unscheduled and heavy bleeding may occur within consumers under essure use. Thus, based on essure safety profile, positive temporal relationship, and lack of alternative explanations, this event was assessed as related to essure use. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this present case, the exact time point of perforation is unknown but occurred after essure insertion. Given the nature of this event, it was considered as related to essure use. This case was regarded as incident since an intervention was required (surgical removal of essure). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected through litigation process.